Manufacturer narrative:
No pt was involved. Part recovery was attempted but the shipment was lost by carrier en route to the manufacturer. Photos of the problem were analyzed to determine a likely cause. It appears that the top mounting bold of the converter became dislodged from the wall, causing the entire weight of the device to be transferred to the lower bolt and the bottom half of the converter casting. They were not able to support the load and the torque, thus contributing to the casting fracture, and the device fell as a result. If part is later recovered by carrier and delivered to manufacturer, an evaluation will be completed and a follow up will be submitted.

Event description:
The device (wall-mounted) fell off the wall. Two employees at the dental office tried to catch the device as it fell but could not catch it in time. They received a minor bump and a scratch but no medical intervention was required. There was no pt present at time of incident.